Manufacturer narrative:
The pocket was cleaned, dressed and the patient was sent home with topical antibiotics with instructions on how to care for the area. On (B)(6) 2021, the patient attended a follow-up appointment with the implanting clinician. During the visit, the implanting clinician noted the infection was improving, and no additional actions were needed. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows that the patient was not in compliance with the IFU by touching the wound. The patient disclosed her grandson at times would land on the wound and would hit the area unintentionally. The patient also mentioned that her knee is swollen, and she is experiencing discomfort. The stimulator is used for the treatment of pain. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The cause of the infection is patient error in irritating the implant site and non-compliance to the IFU.

Event description:
The implanting clinician identified the coil pocket was not healing correctly and prescribed a round of oral antibiotics (name, frequency, dosage unknown).